Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra roll (back) area using coolcurve applicators on (B)(6) 2016, who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2017. Ph was described as a normal texture and appearance, but it is firmer than the adjacent fat, with well-demarcated edges, and resembling the applicator used in the procedure. The patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the bra roll (back) area.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra roll (back) area using coolcurve applicators on (B)(6)2016, who developed paradoxical hyperplasia (pah/ph) in (B)(6)2017. Ph was described as a normal texture and appearance, but it is firmer than the adjacent fat, with well-demarcated edges, and resembling the applicator used in the procedure. The patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the bra roll (back) area.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2002.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra roll (back) area using coolcurve applicators on (B)(6) 2016, who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2017. Ph was described as a normal texture and appearance, but it is firmer than the adjacent fat, with well-demarcated edges, and resembling the applicator used in the procedure. The patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the bra roll (back) area.